Event description:
After 47 months of implantation, the device involved in this MDR report was explanted because the end of life indicator was reached.

Manufacturer narrative:
November 25, 2007. This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could be interrogated with the standard programmer: it was found in standby mode. However, the amplitude of the delivered pacing pulses were low. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony / rhapsody pacemaker devices. In addition, this device was listed in group no.1 in the field safety notice issued in october 2005 related to metal migration on the potentially exposed symphony / rhapsody units.